Event description:
Same case as MFR report #3005099803-2008-06051. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, that a kink occurred. The target lesions were several 0.5 cm stones in the left intrahepatic duct. An extractor rx 15-18 mm retrieval balloon catheter had been advanced to the target lesion, but would not adequately cross the lesions. An autotome rx 44-20mm was then selected. The autotome was examined prior to insertion and the tip was intact. The physician made several unsuccessful attempts to cross the target lesions with the autotome. The device was removed and a 0.3cm crack was found at the plastic tip. The extractor rx 15-18mm was then reselected for use. The device was able to cross the lesions. A new autotome rx 44-20mm was used for sphincterotomy. The extractor rx 15-18mm was again inserted, but was unable to adequately cross, as a kink at 3cm from the tip occurred. The procedure was completed with another extractor rx 15-18mm . There were no pt complications reported with the pt's current condition listed as "stable".